Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was difficult to remove the and in the process of removing the wire the left ventricular lead broke. The lead was removed and replaced. The patient was in recovering condition.

Manufacturer narrative:
The reported events of difficult to remove guidewire from the lead and ¿left ventricular lead broke¿ were confirmed. As received, a partial lead only a distal portion was returned in one piece without the guidewire. Visual inspection found the lead was broken and x-ray inspection found the inner coil was damaged. The cause of the reported events was due to procedural damage.